Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: visual analysis of the returned sample revealed that distal tip of the universal chuck was damaged and appears to be caused by impacts likely with another instruments. The damage observed on the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the universal chuckwas not performed due to post manufacturing damage a functional test was performed and several attempt were performing to closing and opening the chucks, however; the test was not successful as the device was stuck. The mechanism of the device did not work as intended. The complaint condition was able to be replicated. A potential cause for this condition can be traced to a possible damage of the internal components. However, due to the inability to access these internal components without damaging the device, this remains unknown, and the complete potential cause not established. The overall complaint was confirmed as the observed condition of the universal chuck would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.043.001. Synthes lot# 21616208. Supplier lot# 21616208. Release to warehouse date: 13.feb.2023. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the t-handle chuck won¿t open or close properly. No patient involvement or delay in case. It was discovered during inspection. No patient involvement.